Manufacturer narrative:
The device was not returned for evaluation to date and no photographic evidence was provided. When/ if the device is returned, an evaluation will be performed, and the file will be updated. A two-year lot history review was conducted and found no other similar events reported for this lot number. A DHR review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been 31 complaints regarding 35 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .0004 per the instructions for use, the user is advised the following; avoid lateral loading while inserting the poplok knotless suture anchor. Maintain proper alignment during insertion of the anchor and disengagement of the driver. Proper orientation and alignment of instruments is important during implantation of the poplok knotless suture anchor to minimize possible breakage of the anchor. Breakage of the anchor is possible if: a) the bone punch is not inserted to the proper depth. B) the poplok knotless suture anchor is not properly aligned with the pilot hole. C)the poplok knotless suture anchor inserter is used for prying. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The product is expected to be returned and the complaint investigation is ongoing. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported on behalf of their facility that the ckp-4500, 4.5mm poplock suture anchor, broke during a rotator cuff repair surgery on (B)(6) 2019. There was no patient or user injury or impact. Additional clarification was requested but has not returned yet. This report is being raised based on device malfunction with potential for injury upon reoccurrence.